Manufacturer narrative:
Device evaluation method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor notified zoll that a patient had a skin irritation. On 01/04/2016 the patient reported that she removed the lifevest due to a skin irritation. The patient reported that when she wore the device should would break out in hives. She reported that the hives had improved but she still had a soreness around her rib cage. During a follow up on (B)(6) 2016 the patient reported that she was not wearing the device at the instruction of her doctor and that the rash was improving.